Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during all fill cycles of peritoneal dialysis therapy. The patient further reported feeling overfilled during the fill cycles. The fill volume was 2200ml. The technical services representative advised the patient to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external visual inspection was performed. Functional testing was performed on the device. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the reported condition was verified. Should additional relevant additional information become available, a supplemental report will be submitted.